Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic ventricular lead are farfield p-wave oversensing resulting in pacemaker inhbition. It was further reported that the patient was symptomatic with the inhibiton.